Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, during the attempted insufflation of the dissecting balloon, the balloon did not inflate. Another device was opened and used to complete the procedure. There was no patient injury.